Event description:
The call was about a surgical procedure. There were issues with regard to the implantable neurostimulator (ins). They could not insert lead into header block. This was a brand new implant with new lead and ins. They tried irrigating the housing and loosening and tightening the set screw but could only get lead about 1/2 way into the housing (header block) and 2 electrodes were outside of header block. They opened up a new ins and this worked fine. They planned to send ins back for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no significant anomalies and the ins setscrew was backed out too far.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).